Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the vapr® vue¿ generator presented electric leakage and a vapr 3 footswitch was working intermittently. Per service manual operational and diagnostic, the reported failure was confirmed.   During evaluation, the breaker power switch was found defective therefore was replaced. In addition, according with the pictures attached, the top of the device was observed dirty. The repair and testing of the unit were completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as lack of maintenance. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device [1221988] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [1221988] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an unknown procedure a vapr® vue¿ generator presented electric leakage and a vapr 3 footswitch was working intermittently. Procedure was completed with a replacement device. No surgical delay or patient consequences reported.